Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4). No product or logs were returned for investigation by the customer. The customer provided a photograph of the pump module door shears which show that both arms of the shears are broken. The root cause was not identified.

Event description:
The customer reported that a noradrenaline infusion was set up for a post cardiac surgical patient but was not started. However, when the pump was subsequently turned on to set up an infusion of maintenance fluid, the module that the noradrenaline infusion was set up on alarmed for "safety clamp open". The information received indicates that the user was unable to turn the module off and had to turn the pcu off instead. The patient's systolic blood pressure rose to 200 mmhg; the hypertension was managed pharmacologically (specifies unk) and the blood pressure stabilized rapidly.